Event description:
Leaked blood. Abbott laboratories reported that an account reported that the clave was connected to a right lumen catheter and started to leak blood after the nurse placed the clave on the catheter and flushed with normal saline. No pt harm or adverse reaction reported.